Manufacturer narrative:
Concomitant products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that when patient was lying on her side or on her back she started to hurt at the implant site. It was reported that it felt like the implant was pressing up against her skin. It was indicated that a couple of minutes after it started hurting patient felt a shocking sensation in her stomach. It was indicated this started in the middle of the month of (B)(6). It was noted that patient had no fall or trauma. If additional information is received, a follow up report will be sent.

Event description:
Follow-up with the patient's healthcare provider indicated that the cause of the shocking sensation was unknown. Reprogramming was done on (B)(6) 2014 but the results were unknown. Patient outcome was also unknown at the time.